Event description:
It was reported that a user experienced hypoglycemia while using the ilet and requested to return the device due to the system not fitting her lifestyle, with documented blood glucose value of 52 and a contemporaneous blood glucose of 90 while still wearing the device. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education. Investigation of this case revealed no alerts or alarms and no definitive device malfunction, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.